Event description:
Healthcare professional reported that 7 weeks after injection with 2 syringes of "voluma" in the cheeks, the patient experienced "slug festooning/edema" at the right cheek. Patient was treated with claritin, prednisone and vitrase. Patient was concomitantly injected with botox and dysport, as well as restylane in the tear troughs. Healthcare professional noted that the patient is "doing well," but could not speak to whether symptoms had completely resolved or not.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "slug festooning/edema" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.